Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having a blood glucose level of 500 mg/dl while using the insulin pump. Customer also reported experiencing a low blood glucose level shortly before the call, but did not provide the value. Customer stated that she had recently had a bent cannula and a faulty sensor. No further information was provided.